Manufacturer narrative:
(B)(4).

Event description:
It was reported that the when the intra-aortic balloon (iab) was used on the patient, the staff noted that there was blood in the helium line. As a result, the catheter was removed from the patient. The iab was not replaced as the patient was stable without the iab. There was no report of patient complication or serious injury and death.

Event description:
It was reported that the when the intra-aortic balloon (iab) was used on the patient, the staff noted that there was blood in the helium line. As a result, the catheter was removed from the patient. The iab was not replaced as the patient was stable without the iab. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.